Manufacturer narrative:
The insulin pump had failed sensor due to foreign unknown substance or debris at the motor slide. Unable to perform seating, basic occlusion, occlusion, force sensor tests due to motor slide anomaly. The motor was tested outside the device and passed. The insulin pump was received with operating currents within specifications and passed self-test and displacement test. The insulin pump had minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stops the load reservoir process automatically after a few seconds and the piston does not stop the plunger. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump displacement test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.